Event description:
It was reported while testing with bottle plastic bactec peds plus/f culture vials, a false positive result was obtained. Confirmatory testing was performed using incubation of the culture medium flasks without inoculation, the results obtained by this procedure were negative. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: abnormal increase in positive results for campylobacter in blood culture bottles, adult and pediatric. User does not indicate further information. It does not indicate affected quantities. Add info received 09/01/2021.: the results erroneous identified with the campylobacter bacteria were 8. What confirmatory test was performed to determine the false positive / negative result? A: they carried out the incubation of the culture medium flasks without inoculation, the results obtained by this procedure were negative. The number of patients with positive results for campylobacter was 8, the number of patients treated with this diagnosis was 7, unfortunately we still do not have the information on the status of the patients treated, as soon as we have more information we will send it to you. Additionally, I share that the identification of the campylobacter species were 2, coli and jejuni, which were isolated alternately.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce the customer¿s experience with the bactec. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bottle plastic bactec peds plus/f culture vials, a false positive result was obtained. Confirmatory testing was performed using incubation of the culture medium flasks without inoculation, the results obtained by this procedure were negative. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: abnormal increase in positive results for campylobacter in blood culture bottles, adult and pediatric. User does not indicate further information. It does not indicate affected quantities. Add info received (B)(6) 2021: the results erroneous identified with the campylobacter bacteria were 8. What confirmatory test was performed to determine the false positive / negative result? A: they carried out the incubation of the culture medium flasks without inoculation, the results obtained by this procedure were negative. The number of patients with positive results for campylobacter was 8, the number of patients treated with this diagnosis was 7, unfortunately we still do not have the information on the status of the patients treated, as soon as we have more information we will send it to you. Additionally, I share that the identification of the campylobacter species were 2, coli and jejuni, which were isolated alternately.